Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during injection the medication in the patient's arm sprayed out the top of the needle where it connects to the vaccine. They had to poke patient 2 times because of the faulty needle. There was patient involvement, and no patient harm/adverse event reported.